Event description:
The affiliate reported that the device was implanted. Since the pressure could not be changed, (B)(4) was replaced to the new same product. The date of original implantation and revision were unknown. At the revision surgery, it was found that the valve in question had been broken. The setting pressure at both implantation and revision were unknown.

Manufacturer narrative:
Please be advised that the FDA system went down unexpectedly and we were waiting for confirmation from the FDA as to whether to resubmit. As of today january 17, 2014 confirmation was received to resubmit. Upon completion of the investigation, a follow up reported will be filed.

Manufacturer narrative:
Upon completion of the investigation, the valve was visually inspected and tears / cuts were noted in the silicone housing. Also what looks like a scratch mark from a pointed or sharp object was noted on the siphon guard. This could be due to a sharp or pointed object coming into contact with the silicone housing during implant or explant but this could not be confirmed. As noted in the IFU silicone has a low cut and tear resistance. No occlusions were noted. Further examination of the valve revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the programming and pressure tests and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.